Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the patient "started to bleed from the uterine cavity". The patient received 1 gram of tranexamic acid intravenous (IV) by the anaesthesist and the physician inserted a "foley catheter" to stop the bleeding. The patient's blood lost was "approximately 700ml". The patient was admitted into the hospital overnight for observation. On 11/15/2016, it was reported by the sales representative that the physician stated the patient is "fine" and the foley catheter was removed out of the patient's uterus two hours after the procedure. The patient had no further bleeding and the hemoglobin was 120. The patient was discharged the following day.